Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received with some wear and tear. Old style components include printed circuit board. Customer?s reported issue was duplicated. Noise was due to normal wear and tear. The root cause of the reported issue was determined to have been caused by normal wear and tear. Due to the age of the device, the pump was noisy. Actions taken to mitigate the reported issue: no action taken due to the age and condition. Device is deemed beyond economical repair and will be scrapped. UDI information is unknown. Report source is unknown.

Event description:
It was reported that very loud noise is experienced when set up. No patient injury reported.